Manufacturer narrative:
The specific details of the event are unknown. Invacare's attorney made repeated attempts to obtain additional information about the event from the plaintiff's counsel. It was reported that the patient was not wearing the seat positioning strap at the time of the incident. The pronto m94 owner's manual included with the chair advises, "always wear your seat positioning strap." Wearing the seat positioning strap helps reduce the possibility of a fall from the wheelchair. The allegation of the chair having abnormal acceleration and deceleration was not able to be verified. Invacare did not have an opportunity to inspect the chair in the condition that it was in at the time of the incident. However, the reported symptoms are consistent with those associated with joystick recall z-2270-2013 that was previously initiated by invacare on 06/04/2013. The serial number of the subject chair indicates that it was impacted by this recall. The recall was issued because invacare identified that there was an insufficient electrical connection between the joystick inductive and the pcb. The defect may result in unintended slowing or deceleration, and on rare occasion, unanticipated and unattended acceleration of the power wheelchair. To correct the issue, the internal inductive connection to the pcb was changed from a mechanical crimped connection to a direct wire connection via a soldering process. Invacare sent an urgent patient safety notification letter to all customers affected by the recall. The customers were instructed to contact their wheelchair provider to have their joystick replaced. The dealer of the subject chair was notified of the recall in 2013, but the joystick was not immediately replaced. The dealer serviced the wheelchair in 2015, during which time adjustments to the chair were made, but the joystick was not replaced. It was not until (B)(6) 2016, after the alleged incident occurred, that the dealer replaced the joystick. The original joystick was discarded by the dealer. On 10/18/2018, an invacare expert inspected the subject wheelchair with the replacement joystick, and no problem was found.

Event description:
It was reported to invacare's legal department that the m94 power chair has abnormal acceleration and abnormal deceleration. It was alleged that on (B)(6) 2015, the patient was propelled from the chair to the floor, sustaining severe personal injury, including a left lower arm fracture by her elbow and injury to her face.